Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate two similar report(s) for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol.7, no.1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined conclusively. (B)(4).

Event description:
A registered nurse reported a pt experienced a thermal burn during a cataract with intraocular lens implant procedure. The system and handpiece (h/p) both primed and turned properly prior to surgery. During surgery, the occlusion alarm sounded and the surgeon pulled the phacoemulsification h/p from eye. The technician flushed the h/p and loosened and retightened the tip. The surgeon was able to finish case without any further occlusion alarm. One suture was placed to ensure wound closure. A questionnaire was sent to obtain additional information, but has not been returned to date.